Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects. Additionally, the bending angle in up direction did not meet the standard value, due to wear of angle wire. There was damage or deformation due to physical stress. The scope connector cover unit had a scratch. The suction connector had a scratch. The protector of universal cord on suction connector side had a scratch. The universal cord had a scratch. The flexibility adjustment ring had a scratch. The grip had a scratch. The scope connector cover has a scratch. The switch box has a scratch. Switch 1 had a scratch. The suction cylinder was scraped with a cleaning brush. The plastic distal end cover had a scratch. The forceps elevator lever has a scratch. The up/down and right/left knob had a scratch. The control unit had discoloration. The control unit has a scratch. Due to clogging of nozzle, no water and no air was fed. The adhesive on black covering of the bending section had a crack and was chipped. Due to deformation on bending tube, angulation skips during angulation in up/down directions. The bending tube was deformed. Due to wear of angle wire, the play of up/down knob was out of the standard value. The free-engage knob has a scratch. Lastly, the connecting tube has a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air and water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no noted concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope nozzle was clogged. The issue occurred during reprocessing, the intended therapeutic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.